Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5059514.

Event description:
It was reported to boston scientific corporation that an advantage fit device was used during an unknown procedure and performed on (B)(6) 2015. According to the complainant, after the procedure, the patient experienced urinary retention and went home with foley catheter attached and was removed after three days. Several weeks later, the patient experienced lower right pelvic pain. After five weeks, the patient was unable to urinate again. A catheter was placed and about 1550 milliliters of urine was drained. This event resulted to an enlarged bladder. On the same year, the patient underwent a revision of the implanted mesh to address urinary retention. However, after the surgery, the patient still experienced pain on the pelvis which radiates on her back and down to her right leg. The patient also experienced dyspareunia and a mass was noticed protruding from the low pelvic area. Another follow up check was done with the physician and severe scar tissue and nerve damage was noticed. On an unknown date, the patient went to see a general surgeon and been advised to undergo a stat CT scan. A large richter&#38112;hernia was found at the lower right pelvic area and at the right bladder. There were three hernia repairs performed that day and the patient was confined in the hospital for six days. A foley catheter was attached again for 3 to 4 days due to urinary retention. On an unknown date, the patient was rushed to the hospital due to increased pain and vomiting. Another CT scan was done and multiple abscess in the abdomen were found. The patient was diagnosed with staphylococcus infection. She underwent another surgery to get all air pockets and drained the abscess and then, confined for another eight days in the hospital. Pain medications were given to control post-operative pain and is still being used to alleviate back pain that radiates to her lower leg. The patient deems that the mesh is now somehow in her vagina and still has severe back pain that goes down her legs. The patient is also suffering from fecal incontinence and multiple urinary tract infections. She is taking concomitant medications of protonix, pepcid, estradiol, restasis, yrtex and singulair.